Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "swelling", "hardening", "allergic reaction" and "sensitive" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported the patient was injected with juvéderm® volift¿ with lidocaine in the nasolabial folds. Four months later patient was injected with juvéderm® volift¿ with lidocaine in the nasolabial fold, marionette lines, and bottom lip. Prior to injection patient was pretreated with emla and after injection the area was cleansed. Two and a half months after the second injection, patient developed swelling in marionette area, left side of lip, and bottom lip, hardening of product on the inside of mouth at the bottom left and right sides, and "when feeling the application site it feels like the product has solidified". Patient was advised to take antihistamine and ibuprofen as "it might have been an allergic reaction from something else". Patient was later reviewed and "it has become worse with the areas quite hard to touch and sensitive" and patient's "lip even more swollen". Healthcare professional additionally prescribed flucloxacillin and prednisolone but the inside of the mouth remains swollen. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00739 ((B)(4)). This MDR is being submitted for the first suspect product, the first injection of juvéderm® volift¿ with lidocaine.